Manufacturer narrative:
Additional information was received on the event on 22-sep-2021 clarifying that the issue occurred at the proximal end of the catheter which is closer to the handle rather than the tip of the catheter. The breakage occurred outside the patient, hence why it allowed for full removal of the catheter. Per the additional information received, the event was reassessed from MDR reportable to MDR not reportable as the product was broken/detached outside the patient body so the risk to the patient for serious injury was low. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The awareness date is (B)(6) 2021. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (b)(e).

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30486282l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a lassostar, 10p, dia 15mm loop size catheter and the catheter completely broke displaying the internal wiring issue occurred. During procedure, with extensive maneuvering, the catheter kinked and then it completely broke (displaying the internal wiring). The catheter was replaced and issue solved. The procedure was delayed 5 minutes due to the reported event. The procedure was successfully completed. No fragments were generated. No patient consequences. Additional information was received on the event. The damage resulted in wires being exposed. No lifted or sharp rings. There was resistance or difficulty during insertion. There was no detached section. The breakage occurred at the proximal end of the catheter which allowed for full removal of the catheter. The device was detached at the tip and shaft transition. The medical device entrapment with no excessive manipulation required was assessed as not MDR reportable. The device was removed without surgical intervention, or without using a different device. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The catheter completely breaking displaying the internal wiring was assessed as MDR reportable.